Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: battery is not charging. The input voltage was measured directly from the a/c socket of the wall and at the end of the power cord, and the equipment is receiving 120vac. Power supply is not working. Led indicator of power/standby key remains permanently off when the equipment is connected to the a/c socket of the wall.